Event description:
Unknwon. There is no information on this issue, other than the patient claims to have been left blind in the left eye after laser eye treatment in 2002. Lumenis was notified of this issue on 03/05/2003 by the patient's lawyer.